Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 37 mg/dl. Customer experienced sensor issues, weak signal alert and unexpected re-initialization in addition to low blood glucose levels. Customer treated themselves with apple juice, gatorade and a bowl of soup. Customer believed their low blood glucose levels were a result of switching insulin brands.